Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Ofr sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel and the air/water channel of the subject device tested positive for bacillus spp. Mesophiles. The biopsy channel 12 cfu /endoscope. The air/water channel 1 cfu/ endoscope. The result of the additional microbiological testing by a third party laboratory satisfied the french guideline.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, all channels of the subject device tested positive for pseudomonas aeruginosa and staphylococcus non aureus (total of microbial colony count 70 cfu/ endoscope). The user facility reported that the subject device had been reprocessed using soluscope 3, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.